Event description:
Patient presented to the physician with a pneumothorax 5 days post-implant procedure. Physician placed a chest tube and admitted the patient. Pneumothorax resolved and patient was discharged 3 days later. This resolved the issue.